Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had pump error. Customer's blood glucose value was 106 mg/dl. Customer was able to clear the alarm also able to complete pump rewind. Customer stated that fill cannula was not recorded in daily history. Customer stated that self-test did not passed. Customer stated the insulin pump had dropped. Customer stated the insulin pump did not rattle when they shake it. Customer stated they saw missing segments during the self-test. Customer also stated that buttons of insulin pump was not responsive. Customer stated that scroll bar was sometimes working sometimes not. Customer stated the button was not unresponsive during an easy bolus attempt. Customer states the buttons was responding now. The device will be return for analysis.

Manufacturer narrative:
Device received with unresponsive back arrow button and down arrow button, problem isolated to keypad assembly. Device received with connector at electrical board properly connected. No damage or moisture damage on keypad assembly noted. Unable to verify pump error 63 alarm due to unresponsive buttons. Device received with minor scratches on case and pillowing keypad overlay.